Event description:
A customer contacted beckman coulter inc. (Bec) to report a cartridge chemistry (cc) cuvette was not dry before first reagent dispense. The customer also stated the cc reagent syringe was wet. Per customer, no erroneous results are associated with this event. No injury was reported.

Manufacturer narrative:
Customer technical support advised the customer to perform cc chemistry probe cleaning. The customer tightened a loose cc reagent syringe, which caused the leak and the issue has been resolved. Service was not dispatched. (B)(4).